Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed as fold flaw opening particle in valve: observed. As per the investigation procedure, crease and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional also noted "valve area: particles in valve" and "total deflation". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: deflation. "Valve area: particles in valve" and "total deflation".

Event description:
Healthcare provider reported a left side deflation. Healthcare provider also noted "valve area: particles in valve" and "total deflation". The device has been explanted and replaced.